Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unexpected alarm multiple times during normal use. Blood glucose level at the time of the incident was 126 mg/dl. The customer stated the insulin pump was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The device was received with operating currents within specification. The insulin pump passed self test and displacement test. Pump trace download analysis confirmed the pump alarmed replace battery now, power loss alarm, power error 25 and low battery alert. The power management tool confirmed replace battery now, power loss alarm, power error 25 and low battery alert was triggered when the backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. The device was received with pillowing keypad overlay, cracked retainer and minor scratches on lcd window.